Event description:
In 2008, the facility reported that a female pt being treated for stage ii sacral ulcer on a kinair medsurg bed was discovered with her feet on the floor and her head trapped between the cushion and the side rail in zone 4. Upon discovery, the pt was reportedly without a pulse or respiration. The pt was returned to bed and code blue called. The pt subsequently passed away. According to the facility, the cause of death as recorded on the death certificate was atherosclerotic heart disease, due to congestive heart failure, due to coronary artery disease.

Manufacturer narrative:
The facility did indicated that only the two upper side rails were in use at the time of the alleged event. No add'l info has been provided by the facility pending completion of their internal investigation. The bed was evaluated by kci service personnel at the facility where the incident occurred and found the bed to be functioning correctly. It was concluded the bed functioned as designed.